Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, undefined, increasing, and erratic superior vena cava (svc) impedance, as well as erratic and rising rv impedance. It was suspected that the lead was fractured but has not been confirmed. The lead was reprogrammed and the patient's follow up has been increased. The lead remains in use. No patient complications have been reported as a result of this event.